Event description:
The customer obtained multiple non-reproducible, higher than expected vitros trop I es results (patient (B)(6) = 0.383 vs. Expected result = 0.035 ng/ml; patient (B)(6) = 0.105 vs. Expected result=0.019 ng/ml) from multiple patient samples run on the vitros eciq system. Patient (B)(6) result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, a nurse questioned the patient (B)(6) result and the customer repeated the sample. Corrected report was issued for patient (B)(6). Patient (B)(6) sample was repeated prior to reporting per customer policy. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq system. There was no evidence to suggest an instrument or reagent related issue contributed to the event. A definitive root cause for the event could not be determined. However, poor sample processing issue could not be ruled out as a potential contributing factor.